Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin squirts out when priming. The customer¿s blood glucose level was unknown. The customer also reported that the insulin pump rejected battery, failed battery test, settings have disappeared when changing battery never kept correct time and date, back light only comes on when empty and beeping and sometimes when putting in a new test strip insulin pump gives error. The device will not be returned for analysis.